Event description:
It was reported that an interrogation was performed on (B)(6) 2025 and far r wave oversensing with several auto mode switch (ams) episodes were observed on the implantable cardioverter defibrillator (ICD). The amplitude of the far r wave was larger 1mv in some cases. Programming changes were suggested. There were no reported patient consequences.

Event description:
New information received notes the patient was asymptomatic, programming changes were made, the patient was stable.